Manufacturer narrative:
The respiratory therapist reported they have a patient connected to a tg-920 and they are getting a low blood gas reading but the patient actually has a high reading. The r.t. Swapped cables but it is still happening, they are still seeing a 23-30 point difference in the blood gas reading. No patient injury reported. Nihon kohden technician explained to customer that they have to enter the percentage of 02 that the patient is on in order for it to get a correct reading, no other clinical setting could cause a false reading. Technician also reviewed proper usage of the intubated airway adapter such as making sure the adapter is close as possible to the et tube. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. Concomitant products: model: tg-920p serial #: ni model: yg-111t serial # : ni (B)(4)

Event description:
The respiratory therapist reported they have a patient connected to a tg-920 and they are getting a low blood gas reading but the patient actually has a high reading, they swapped cables but issue is still happening, they are still seeing a 23-30 point difference in the blood gas reading. No patient injury reported.